Event description:
It was revealed during a periodic review of the manufacturer's programming history database that high impedance was observed on the patient's vns. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacture date, corrected data: initial report inadvertently listed "na" instead of "ni".

Event description:
Follow up revealed that the device had been replaced approximately two weeks prior to the high impedance observed in the manufacturer's programming history database. The local distributor stated that there was nothing noticed or reported as trauma or patient manipulation that could have contributed to the high impedance. It is unclear if the high impedance was the result of post-explant interrogation or if high impedance existed prior to the vns replacement surgery. It is unknown if the vns lead was replaced at that time.

Event description:
Further follow up revealed that the replacement surgery that occurred prior to the high impedance observed in the manufacturer's programming history database was due to battery depletion. It was stated that there was no high impedance present prior to explant. The device appeared to have been interrogated post-explant for unknown reasons.